Manufacturer narrative:
Cme america's bodyguard 121 infusion pump is classified as frn by the FDA, which is not for life-sustaining medications. Cme america's instructions for use clearly state, "the bodyguard 121 infusion pump system should not be used to infuse life-sustaining medications whose stoppage or interruption could cause serious injury or death." The customer used the device off-label.

Event description:
Customer said the pump stopped infusing during a patient transport. The attending nurse had to manually administer the medication after a two-minute delay to troubleshoot the pump. The rn stated there was no harm to the patient, but if the event were to recur it is possible there could be patient harm. The device was being used to administer critical medication at the time the pump stopped infusing. Cme america's instructions for use (IFU) states "the bodyguard 121 infusion pump system should not be used to infuse life-sustaining medications whose stoppage or interruption could cause serious injury or death." This device was being used off-label.